Event description:
The customer reported device did not shock while performing synchronized cardioversion during use on patient with afib (atrial fibrillation). Another device was used to treat the patient and the procedure was successful.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported device did not shock while performing synchronized cardioversion during use on patient with afib (atrial fibrillation).